Manufacturer narrative:
(B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer was asked a few questions and had the loss of air bypass performed by the customer. It was discovered that the customer is not receiving any pressure readings from the air inlet pcb. Demonstrated to the customer how the film cable connects to the inlet and tca pcbs. The customer will remove the top of the vent and attempt to reconnect the cable, then call back with the results. The customer contacted technical support for assistance, and the problem was resolved during the interaction; no further customer activity has occurred, indicating that this is a phone fix.. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea is not getting any pressure reading from the air inlet pcb. The customer confirmed that there is no patient associated with the reported event.